Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during attempted implant, the physician reported that three atrial leads of the same model type (7741) were tried; however, none were able to be successfully placed. The physician reported stimulation absence and helix rotation anomalies on all three products. As several attempts were made in the same atrial location, the physician suspected the observed pneumothorax, had resulted. All three lead are intended to be returned; another boston scientific lead of different model type was successfully implanted. The pneumothorax was drained the following day with no further reported complications.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations; lead passed all electrical testing. Laboratory analysis was unable to conclusively determine the root cause of the reported problems.

Event description:
It was reported that during attempted implant, the physician reported that three atrial leads of the same model type (7741) were tried however, none were able to be successfully placed. The physician reported stimulation absence and helix rotation anomalies on all three products. As several attempts were made in the same atrial location, the physician suspected the observed pneumothorax, had resulted. All three lead were returned for analysis; another boston scientific lead of different model type, was successfully implanted. The pneumothorax was drained the following day with no further reported complications.